Event description:
It was reported that the primary case was because of a bad car accident that crushed the femur. Pt is now infected, so we cleaned out the knee and replaced insert and other components.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report - description: mrh tib rot comp xs-xl, cat #6481-2-100, lot #020183; description: mrhk bumper insert 3 degrees, cat #6481-2-133, lot # lbp551; description: mrhk femoral bushing, cat #6481-2-110, lot #lbo915. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.